Event description:
Caller reported a malfunction on the pump, specifically a malf 12 code, which did not cause any notable prior events or exceed blood glucose levels. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue as the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue recurred, which the caller acknowledged and understood.